Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. A nurse confirmed that the pump was replaced on (B)(6) 2021. The patient was fine. The explanted pump was discarded by the healthcare provider and therefore would not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 19.35 mg/ml of morphine at 7.5 mg/day via an implantable pump. On (B)(6) 2021, it was reported that, when programming for a pump fill, it indicated a stalled motor. The patient was doing very well without any particulars signs. No environmental/external/patient factors were noted to have led or contributed to the issue except that the pump would reach elective replacement indicator (eri) in 5 months. Reprogramming the pump out of a motor stall state was attempted but was unsuccessful. The pump was set to minimum flow rate and the patient was prescribed oral relay. The patient was to visit the hcp to plan for advanced replacement. No surgical intervention occurred, but it was unknown if surgical intervention was planned. It was unknown if the issue was resolved at the time of the event. The patient's status at the time of the event was listed as "alive - no injury". Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2021-jul-15. It was reported that the patient was fine with "oral relay" but the event would be resolved with the change of the pump. It was unknown when the pump would be explanted.